Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 3/20/2014 with the following findings: during investigation, a review of the black box showed loss of prime with non-zero force had occurred. When the pump was tested, no loss of prime occurred during evaluation. The force sensor calibration was found to be out of specification. The pump was opened and the force sensor resistance was within the required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that when the pump was placed in suspend mode and was then resumed, the pump emitted an alert of no delivery. The patient was required to re-prime the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.